Manufacturer narrative:
Vyaire medical identification: (B)(4). The suspect device/component was not returned for evaluation. Therefore, no root cause could be determined. Medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator unit has an issue with volume and base line. After performing the flow valve & exhalation valve characterization, unit is now in vent inoperable mode. Furthermore, there was no patient associated with the reported event.